Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, pain (2023_0346, 2023_0347 and 2023_0348 are same patient).